Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system was advanced to the mitral valve; however, when establishing final arm angle, the arm positioner could not be turned and was noted to be blocked. Deployment was difficult and the actuator knob had to be rotated 20 times to deploy the clip. Clip deployment was successful and mr was reduced to 2-3. There was no adverse patient sequela or a clinically significant delay in the procedure. The patient remained stable. No additional treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the cds shaft. The clip was not returned and the l-locks tabs were broken. The reported physical resistance of the arm positioner was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip and physical resistance of the arm positioner in this incident could not be determined. The returned device analysis confirmed that the arm positioner functioned as intended with no resistance felt. There is no indication of a product quality issue with respect to manufacture, design or labeling.